Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 row e was not detected on bus. A field service engineer reseated the row board cable and retractor band at the rear of the unit. The system was booted into the hardware test application, all cubies were removed, the remaining row board cable contacts were reseated, debris was cleared from the drawer, and all cubies were reseated. The system was then booted up successfully and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and not detected on the bus. User restarted the machine without success. During storage recovery, selecting start caused the drawer to open with no on-screen prompts, and the drawer would not stay closed unless the user signed off first and then closed it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.